Event description:
Hamilton medical ag received the following incident description from the distributor: high pressure alarm. Unable to calibrate either the 20mls or the 500mls in tsw mode 12. Problem was found during a repair.

Manufacturer narrative:
Inspiratory valve was replaced and software test was completed . Unit passed all tests and calibrations.